Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed, and it exhibited uncontrolled motion. Visual inspection found no damage to the instrument. The instrument was placed on an in-house system. The instrument passed the recognition and engagement test. The instrument failed the grasping test due to the uncontrolled motion. The instrument failed to move how it supposed to move, it was difficult to control the instrument's movements.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm prograsp forceps instrument was not working properly. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed, and the initial finding was not confirmed. The instrument was re-installed on an in-house system and motion was tested. Resultant motion was imprecise. The grip tips moved in the commanded direction, however there was a delay in the movement. The motion was not uncontrolled as the instrument did not move outside of the commanded motion. Instrument backend was inspected and found with loose pitch cables. An engineering tool was used to depress the cable and the slack was present. Additionally, the slack led to the pitch cable routing along the wrong groove on the pitch input. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cables loosening. The loose pitch cable would have caused the imprecise motion observed. The probable root cause of the loose pitch cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of the imprecise instrument motion is attributed to the primary finding of loose pitch cable.